Event description:
It was reported that an ilet bionic pancreas would not charge on the provided pad despite correct indicator and different outlets being tried, with recent accelerated battery depletion and the device found unpowered after overnight charging; due to insufficient information, it was unclear whether the issue was with the charging pad or the ilet, and no specific device component could be confirmed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user maintained glycemic control using backup therapy. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem remained indeterminate due to insufficient information with no specific component identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.